Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycaemia. The customer's blood glucose level was 469 mg/dl at the time of the incident. The customer reported that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer inserted a new battery and received an insulin pump error and also they were asking why the insulin pump shows zero units while they still have 18 units left prior seeing the 0 units and they did not deliver any bolus or even basal. The customer reported that they were able to clear the alarms and were able to rewind the insulin pump. The customer stated that the insulin pump was neither dropped nor bumped. The customer declined troubleshooting and stated that they were okay already as per them. The device will not be returned for analysis.